Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because, although the freedom onboard batteries were low capacity, they did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of external wall power. The freedom onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The reported issue involves two freedom onboard batteries that are reported under two separate medical device reports: freedom onboard battery s/n (B)(4); MFR rpt. #3003761017-2015-00238 & freedom onboard battery s/n (B)(4). The customer reported that the patient reported that the freedom onboard batteries have a lower capacity. The customer also reported that the patient's onboard batteries were exchanged. There was no reported patient impact.

Manufacturer narrative:
(B)(4) follow-up report 1 (2 of 2).

Event description:
The reported issue involves two freedom onboard batteries that are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00238) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00241). The customer reported that the patient reported that the freedom onboard batteries have a lower capacity. The customer also reported that the patient's onboard batteries were exchanged. There was no reported patient impact. The freedom onboard battery was returned to syncardia for evaluation. Onboard battery s/n (B)(4) exhibited a housing weld separation at the gas gauge display; its expiration date was august 2015. The batteries' smbus (system management bus) data did not reveal any permanent faults or abnormalities. With the exception of the separated housing on onboard battery s/n (B)(4), the battery successfully passed functional testing, which included charging and discharging the batteries. The customer-reported issue could not be confirmed. Risk to the patient was low because the reported issue would not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver is equipped with multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom onboard batteries. Because onboard battery s/n (B)(4) had a housing separation and was beyond its expiration date (august 2015), it was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.